Event description:
During the past 3 1/2 years the art glass restoration has popped off twice. Now the margins are cracked/chipped and the while restoration has appeared to have shrunk. The color stability is poor. The restoration must be replaced.